Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by (B)(6), the cardiosave battery discharges.

Event description:
It was reported during a routine check performed by carmelo cruz , the cardiosave battery discharges. There was no patient involvement or harm.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation it was reported there was a broken hub and white colored solids found on needle. To aid in the investigation, one sample in an opened packaging blister from lot 1335527. A visual inspection was performed. No damages of and kind were observed and there is no epoxy on the needle. There is an epoxy drip over on the needle hub. No other defects or imperfections were observed. The epoxy drip over can occur if there was a jam at the cannulator. A device history record review was completed for provided material number 305109, lot 1335527. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer of epoxy is confirmed.